Manufacturer narrative:
A device history record review is not required as the reported information did not indicate a potential manufacturing issue. A root cause of the dislodgement could not be determined from the information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve moved from its targeted location at 2/3 deployment while still attached to the delivery catheter system (dcs). The valve was unable to be resheathed and was left implanted in the descending aorta. A second valve was passed through the first valve and successfully implanted. Mild paravalvular leak (pvl) was reported. No treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.